Event description:
Foreign dealer reports that they were contacted by hospital requesting service on ventilator. Vent had been operating in continuous positive airway pressure mode when patient began to deteriorate. Mode was changed to alternating current however, no flow was sensed at patient wye and no breaths were being delivered to patient. No alarm activated. Patient desaturated to 50%. Patient was manually ventilated by rn's and placed on another ventilator. Patient later expired as a result of hypoxic encephalopathy.